Event description:
It was reported the pt had a pump pocket revision as the pump was flipped after the pt lost over 30 pounds in a short period of time. The pump and catheter were explanted rather than revised dur to an infection (see MFR. Report # 3004209178200902732).